Manufacturer narrative:
Extra strength poligrip is marketed as super poligrip in the u.s. And is manufactured in (B)(4). Neither the lot number nor the product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of paraplegia in a female pt who used poligrip extra strength over a period of six years as a denture adhesive. A physician or other health care professional has not verified this report. In 2005, the pt began using poligrip extra strength. In (B)(6) 2009, the pt "began to experience neurological problems with difficulty walking and ultimately became paraplegic." According to the claim, the events "were caused by unsafe and hazardous levels of zinc in the extra strength 'poligrip.'" The claim also stated the pt "will never be able to walk or ambulate" and "will require personal care and assistance for the rest of her life and will never be gainfully employed." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.